Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. It is possible that inadvertent mishandling during shipment and/or during preparation for use resulted in compromising the indeflator such that during inflation resulted in the reported break and subsequent leak; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The 20/30 indeflator meter broke off/split open in two pieces at 16 atmospheres. It also took a long time for the balloon to inflate. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.